Event description:
The customer's spouse reported via phone call that the customer received a no delivery alarm. Customer's blood glucose was unknown at the time of incident. The customer's spouse stated the alarm was resolved by a complete set change. The customer's alarm history also showed several no delivery alarms occurred. Customer declined to return the set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.